Manufacturer narrative:
Additional narrative:no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision to take place (B)(6) 2012, asr xl acetabular system (right), reason(s) for revision: pain. Update - attached surgeon form, amended implant date and added revision date, added additional reasons for revision. Taken from surgeon form dated 4th september 2014. Reason (s) for revision: noise and component loosening. (Querying which component) update - stem loose. Taken from email dated 30th dec 2014. Update - patient demographics received - additional reason for revision , this claim now falls within CAPA. Taken from email dated 5th jan 2014. Update - added all expiry dates previously missed - added on 26th feb 2015 - ab additonal reason for revision : metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision to take place (B)(6) 2012, asr xl acetabular system (right), reason(s) for revision: pain. Update - attached surgeon form, amended implant date and added revision date, added additional reasons for revision. Taken from surgeon form dated 4th september 2014. Reason (s) for revision : noise and component loosening. (Querying which component). Update - stem loose. Taken from email dated 30th dec 2014. Update - patient demographics received - additional reason for revision, this claim now falls within CAPA. Taken from email dated 5th jan 2014. Update - added all expiry dates previously missed - added on 26th feb 2015 - ab additional reason for revision: metallosis. Update - added patient gender and patient date of birth. Taken from demographics email dated 1st april 2015. Gender - female, date of birth - (B)(6) 1955.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿asr revision to take place (B)(6) 2012. Asr xl acetabular system (right).reason(s) for revision: pain. Update - attached surgeon form, amended implant date and added revison date, added additonal reasons for revison. Taken from surgeon form dated (B)(6) 2014reason (s) for revison : noise and component loosening. (Querying which component).